Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging smoke coming out and filter was black. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was returned to the manufacturer's product investigation laboratory (pil) for investigation. An external and internal inspection of the device performed by qa during this investigation found no evidence of thermal damage or failure of the device. Qa also tested the device on the multi-function test station (mfts) and all tests passed as well. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.